Event description:
New information received states that the patient presented in clinic after receiving inappropriate therapy for noise. The lead was capped. There were no patient complications.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of lead noise. Post-sensed t-wave oversensing was also noted. Reprogramming the device and further testing was recommended. The lead remains implanted.